Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe since it is not related to the device. Edema: unable to observe since it is not related to the device. Additional observations: red particles were observed on the shell. Red particles were observed on the gel. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported unknown side rupture. Healthcare professional additionally reported left side seroma-late, swelling, and "desire for slightly smaller implants." Device has been explanted.

Event description:
Healthcare professional additionally reported left side seroma-late, swelling, and "desire for slightly smaller implants." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Hcp reported unknown side rupture. Device remains implanted.